Event description:
Customer reported that the insulin pump returned a no delivery alarm. Customer also reported that air bubbles were present in the tubing. Customer was able to remove the air bubbles by performing a set change. Blood glucose level was 421 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.